Event description:
It was reported to medtronic minimed that the customer experienced there were cracks in the pump and the pump was exposed to water. The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued to use the device, and mmt-1781k was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with damaged battery cap contact. The pump passed the displacement test and active current test. Pump failed the self-test due to pump error 75. Pump failed the sleep current test due to moisture damage on the electronic assembly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was not within spec range. In further full review in the pump history found multiple: low battery alarms on (B)(6) 2022 13:33:00.000. Replace battery alert on (B)(6) 2022 23:04:00.000. Failed batt/battery failed alarm on (B)(6) 2022 20:06:53.000. Pump error 3 (esf#: (B)(4), file number: (B)(4), line number: 2803) alarm on (B)(6) 2022 20:06:49.000. Pump error 4 (esf#: (B)(4), file number: (B)(4), line number: 2727) alarm on (B)(6) 2022 20:11:06.000. Pump error 63 (variable 15, esf#: n/a, file number: (B)(4), line number: 9926) alarm on (B)(6) 2022 20:11:06.000. Pump error 75 occurred during testing on (B)(6) 2023 06:47:10.000. Pump error 68 occurred during testing on (B)(6) 2023 06:52:16.000. Pump error 49 occurred during testing on (B)(6) 2023 06:52:16.000. Pump error 23 occurred during testing on (B)(6) 2023 06:53:13.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, motor, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked keypad overlay, keypad overlay peeling, missing display window/cover, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, and stained serial number/faded end cap label damage. Pump battery cap contact damage was confirmed. Cosmetic damage was confirmed on the battery tube thread, cracked keypad overlay, and cracked case-corner of belt clip rails. Pump error 3 and pump error 4 were confirmed due to software anomaly. Pump error 63 was confirmed due to hardware anomaly, problem isolated to the electronic assembly. Pump error 75, pump error 68, pump error 49, and pump error 23 were confirmed during testing caused by moisture damage on the electronic assembly. Unexpected battery power loss was confirmed due to high sleep current caused by moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this follow up report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.